Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that sensor cannula was missing and sensor was thrown away. Customer's blood glucose was unknown. Sensors would need to be replaced.